Event description:
A rep was handed a broken exeter stem. The item had been revised. The surgeon did not have any further details to hand at the time of reporting.

Manufacturer narrative:
Additional information: product long description; product code and common device name; expiration date and lot #; date of explant; device evaluated by mfg; an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by the mar. Method & results: device evaluation and results: visual inspection: as part of material analysis, a visual inspection was carried out. The following was observed: [...]the returned device is shown in figure 1 and 2. The device was cleaned in water buehler ultramet 2 sonic cleaning solution and examined with the aid of a stereo microscope at magnifications up to 50x. The device fractured approximately 97 mm from the distal tip. Damages observed along the stem are consistent with cement mantle breakdown and explantation. The fracture surface of the distal and proximal end are shown in figures 3 and 4, respectively. Beach markings were observed on the fracture surfaces, indicating the device fractured in fatigue (figure 4). Based on macroscopic features, the approximate direction of fracture propagation is shown in figure 4.[...] Material analysis: a material analysis was performed on the returned device which concluded: [...] The exeter stem fractured in fatigue. Surface indications were observed on the proximal lateral surface of the fractured stem at the location of fracture origin. Fracture was likely caused from cement mantel breakdown. Eds was performed on the proximal stem and found to be consistent with an astm (B)(4). Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there has been no other events for the reported lot. Conclusions: the material analysis report concluded that "the exeter stem fractured in fatigue. Surface indications were observed on the proximal lateral surface of the fractured stem at the location of fracture origin. Fracture was likely caused from cement mantel breakdown. Eds was performed on the proximal stem and found to be consistent with an astm (B)(4)." No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A rep was handed a broken exeter stem. The item had been revised. The surgeon did not have any further details to hand at the time of reporting.